Manufacturer narrative:
The patient/family was the initial reporter, so personal information was not entered.no information was captured as the customer's age and weight were not provided.the model # was not provided.

Event description:
The customer from (B)(6) reported that his blood glucose readings were not being stored in the memory of the contour plus link meter. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. A replacement meter kit was sent to the customer.

Manufacturer narrative:
The customer did not return the suspected device for evaluation. Therefore, the device history record was reviewed for the suspected contour plus link meter and no manufacturing anomalies were found. Section d4 of the initial report indicated the serial # of the contour plus link meter associated with the event as (B)(6). Based on the review of manufacturing records, the serial # of the contour plus link meter is (B)(6). Section d4 has been updated with the correct serial #.